Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the 4th clip was being placed, the device jammed. Some of the clips slipped out and were not forming well on the tissue. Another device was opened and was used to complete the procedure. No patient consequences were reported.